Manufacturer narrative:
(B)(4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event likely related to implant technique. Analysis: upon receipt at medtronic's quality lab, the valve was dilated in the coronary sinus areas. There were two areas of pseudoaneurysms. A small hole was noted at the right coronary sinus measuring approx 7.2 mm x 1 mm. A large hole was noted at the left coronary sinus measuring approx 16mm x 3mm. The edges were rolled and smooth suggesting adventitial hemorrhage. The sewing ring was everted. All leaflets were slightly stiff but flexible and intact. All commissures were intact. There was no evidence of host tissue on the valve. Radiography showed no evidence of mineralization in the valve. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Per the IFU, bioprosthesis implantation - take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the pt's annulus. Eversion could damage the valve tissue.

Event description:
Medtronic received info that this bioprosthetic valve, implanted 5 months, was explanted due to pseudoaneurysm and dehiscence of the valve root. At explant, two cuts/ tears were observed under the left and right coronary ostia. The first layer of sutures on the inflow side, were everting sutures. There was no aortic regurgitation. Observation of the explanted valve showed intact cusps. No adverse pt effects were reported.